Manufacturer narrative:
Wu j, chen h, yu y, et al. Feasibility of ultrasound-assisted catheter-directed thrombolysis for submassive pulmonary embolism: a meta-analysis of case series. Clin respir j. 2020;00:1 to 10. Https ://doi.org/10.1111/crj.13155. Event date was not reported and approximated (B)(6) 2020, date of article. Based upon medical review assessment, the limited data available reasonably suggest that the clinical event is anticipated in nature and severity as per the dfu. Despite good faith efforts no additional information is available. Of note, there is not enough information to determine relatedness of the device to the clinical event.

Event description:
Wu j, chen h, yu y, et al. - feasibility of ultrasound-assisted catheter-directed thrombolysis for submassive pulmonary embolism: a meta-analysis of case series. Clin respir j. 2020;00: 1 to 10. The meta-analysis was reviewed, multiple patients suffered from major bleeding after ultrasound-assisted catheter-directed thrombolysis (uacdt) with a rate of 1.0% (95% ci 0.0%, 3.0%). The purpose of this retrospective study was to assess hemodynamic and clinical outcomes in patients with submassive pulmonary embolism (spe) treated by ultrasound-assisted catheter-directed thrombolysis (uacdt), the ekosonic endovascular system. The meta-analysis defined major bleeding as bleeding in a vital organ or site, including retroperitoneal, intraocular, spinal, intraperitoneal and intracranial bleeding or required infusion of one or more units of red blood cells.